Manufacturer narrative:
Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that a pt, who was scanned with tv goggles and head phones and the use of the sense head coil 1.5t/8ch, returned two days after the examination to the hospital with a blister on the chin.